Manufacturer narrative:
The following products were used in the surgery: (product ID:75445545, qty: 2; product ID: 75447535, qty: 2; product ID:75447540, qty: 2). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar stabilization. Post-op, 6 months post surgery (i.e. (B)(6) 2017) the patients started developing eczema (dermatitis) around the incision site as well as a stinging/burning sensation, as well. Lately, after months of worsening and improving of same symptoms, dermatologist has come out with a report saying that allergologic testing was done and the patient is positive (allergic) to nickel sulfate (+) and cobalt chloride (++). They have also done a testing of scraped metal dust of the similar screw. Patient is alive with injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.